Manufacturer narrative:
The manufacturer investigation is pending. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip was chosen for implantation. During deployment when performing establishment of final arm angle (efaa) the clip continuously opened from zero to far beyond five degrees. Troubleshooting was performed but was unsuccessful. The clip was removed from the anatomy and a replacement was implanted successfully, reducing mr to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.